Manufacturer narrative:
(B)(4). This complaint is for use error "failed to follow therapy steps". The patient reported that they connected the patient line to the drain bag, and left the drain line on the organizer. The problem is confirmed as use error, but the assignable cause could not be determined, because there is not enough information to determine why the patient connected improperly. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding starting prime and solution coming out of the top line. The home patient (hp) stated this is the first night on the homechoice (hc). The technical service representative (tsr) went through connections with the hp. The hp connected the patient line to the drain bag and left the drain line on the organizer thinking it was the patient line. The tsr advised the hp would need to start over with new supplies. The tsr assisted the hp to end therapy and assisted the hp with new set up per the hp's request. There was patient involvement but no patient injury or medical intervention was reported.